Event description:
During the procedure, during an open raffia in tendon procedure, the suture was used to perform the tendon raffia. When passing through the structure without exerting force, the needle broke in two parts. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.